Event description:
It was reported via intl mm facilty (UK) that the inner cannula tubing on one (1) size 4 cfn, cuffless fenestrated tracheostomy tube was split and distorted causing temporary obstruction to the pt. The reported device was in use approx three weeks. There was one (1) pt involved with no reported pt compromise. The 4cfn was returned to the mfg for ID, decontamination, analysis and investigation on 07/03/97.